Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she went to the ER due to high blood glucose levels and symptoms of diabetic ketoacidosis. The reported blood glucose reading was 220 mg/dl. The customer stated that the dr wanted to admit her, but she signed herself out of the ER. Prior to the event, the customer changed the infusion set twice due to no delivery alarms. After leaving the ER, she changed the infusion set once more, and her blood glucose levels were fine. Nothing further was reported.